Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated they changed the patient probe due to erratic temperature before paging them. The patient temperature was 33c, water temperature was 32.6c, target temperature was 33.5c, flow rate was 0.9lpm. Nurse stated to flex the cable and the patient temperature changed on the screen. The diagnostic screen also shows alert 50 (patient temperature 1 erratic) and alarm 15 (unable to obtain a stable patient temperature). The temperature in cable was anchored to the device so they had to change to a new arctic sun device. They adjusted parameters (patient had 58 hours of hypothermia left). It was stated that started therapy on new device. The flexed cable and patient stayed stable, flow rate 1.3lpm.